Event description:
The manufacturer was contacted in reference to a broken cable on an everflo oxygen concentrator. There is no reported allegation of harm. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found braided tubes, rusty springs, electric power cord burned, capacitor discharged, flowmeter cracked, sieves leaking zeolite and inlet filter need to be replace due to preventive maintenance. Due to the thermal malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.